Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient is an adult. Although requested, patient demographics was not provided.

Event description:
It was reported that the pump was alarming during a patient infusion of IV medication. In an attempt to flush the line with 10ml of 0.9 normal saline, a "pop" noise was heard and the contents of the IV bag were dripping on the floor. The nurse then proceeded with a new primary tubing set for priming. During priming, it was observed that a large balloon was forming, and the tubing set was removed. At this time, the nurse gave both sets of tubing to the writer, including all packaging from the second tubing set, and the writer handed them over to the site director. There were no adverse effects caused to the patient from the event. "This file is for tubing separated and leaked."